Event description:
It was reported that an error in the patient's atrial pacing rate was seen on the atrial histogram. It was also reported that the device had a bit flip, which caused the error on the atrial histogram to occur. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis found the atrial rate histogram had a diagnostics problem with a simple bit flip causing error in diagnostic data display.